Event description:
Alleged allergic reaction to mastisol causing loss of skin and non-healing skin grafting to repair. Claimant underwent bilateral mastopexy (breast lift) and left breast biopsy. Post-operatively, the wounds were dressed with mastisol. When she returned for a follow-up check in three days, a superficial loss of skin was noted. This progressed to a substantial loss of skin over the lower area of both breasts, requiring skin grafting to repair.